Manufacturer narrative:
G2; report source corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch # (B)(4) was received on 24jun2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Medwatch # (B)(4) was received on 24jun2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the emergency department by emergency medical services (bibems) after having acute onset altered mental status (ams). The patient's parent reported that the patient had a headache, seemed lethargic, and became unresponsive. There were no changes to anticoagulation status prior to the event. The patient was then admitted to cardiovascular intensive care unit (cicu) for work-up for ams and found to have a large intraparenchymal hemorrhage with brainstem herniation. Neurology, neurocritical care (ncc), neurosurgery evaluated the patient and felt that they had irreversible devastating brain damage. This was confirmed by a repeat computed tomography scan of head (cth) that showed worsening bleed. Goals of care discussion with the family yielded the decision of a palliative extubating with comfort care. This was done the next morning and passed away on (B)(6) 2024 at 0948 with family at bedside. The left ventricular assist device (lvad) was turned off following brain death. Log files were submitted for evaluation to analyze events leading up to (B)(6) 2024 at 2200. The submitted log files did not contain data from (B)(6) 2024 because it was overwitted by newer incoming data that consisted of pulsatility index (pi) events. There were no unusual events recorded. The lvad was functioning as intended at the time of patient's death. The device was not explanted, and no autopsy was performed.